Manufacturer narrative:
One opened/used sensor was inspected and continuity resistance test was performed and the sensor failed per specifications.

Event description:
The customer reported via phone call that he received a lost sensor alarm. Blood glucose at the time of incident is unknown. Most recent blood glucose value was 114 mg/dl. Troubleshooting was done and the communication could not be established. The customer removed the sensor and stated that it was bent and the cannula was frayed. The sensor was returned for analysis.